Event description:
It was reported that the patient was experiencing increased charge burden, and underwent an ipg replacement procedure. The old ipg was replaced with an MRI compatible device. The patient was doing well postoperatively, and the explanted ipg was kept by medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.